Manufacturer narrative:
Additional product code name: kra, dqe, dqo. A product evaluation was completed on the returned swan ganz catheter. The reported event of "balloon broke" was confirmed. Catheter balloon was found to be torn from proximal and distal bonding sites. Balloon latex between the balloon bonds was missing and not returned. Catheter passed invitro calibration and attenuation test. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body or returned syringe. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, the balloon of a swan ganz catheter broke and could not calibrate. A new catheter was opened to resolve the issue. There were no allegations of patient injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect that would have contributed to the reported event was identified. Manufacturing mitigations include visual and dimensional inspections of the balloon while it is inflated, and a sampling of deflation time rate. Edwards also provides guidance and instructions on device prep, and proper insertion techniques in the instructions for use (IFU), including balloon integrity inspection, balloon inflation capacity, syringe size, and warnings and instructions on how to avoid balloon rupture.